Event description:
It was reported that the patient underwent an unrelated surgical procedure. Thereafter, the ipg failed to establish communication with external device. Recovery efforts have been unsuccessfully so far. Patient is not receiving therapy and additional troubleshooting is pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
An inoperable implant was reported to abbott. It is unknown if the system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information received indicates the additional troubleshooting steps were not successful. The patient currently has other health related issues, and it is unknown if surgery will occur to address this issue.